Event description:
Dr. [Redacted name] stated the telescoping smoke evacuation rocker switch pencil was silently engaged and working, even though he was not pressing it. He said while he was doing blunt dissection with the instrument, not knowing that it was on it went into the cord causing bleeding and also into the hernia sac. The hernia sac was oversewn and the bleeding vessel which may have been the testicular artery was tied off. The patient had no further bleeding at this time. When he went to use it again not knowing that this was the problem it again was silently on without pressing the on button. They discovered the problem and switched it out. The damaged smoke evacuation pencil was packaged and given to my clinical nurse leader. She will be giving it to our supply's coordinator. The hope is nothing like this happens again. The telescoping smoke evacuation rocker switch pencil (sep6000) that was silently engaged and working, even though he was not pressing it. Notified [redacted name] (medtronic) via email on [redacted date]. Manufacturer response for telescoping bovie pencil, telescoping bovie pencil (per site reporter) given to rep in operating room.